Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
An email was received regarding an arterial transpac® IV monitoring kit w/03 ml squeeze flush device and 2 needleless valves, alleging a leak during patient use. The reporter stated a leak from the transducer hub during use on a patient. Primed with saline with no issues. Someone became aware of the issue when either visual inspection, dripping, and puddle, and no waveform. The medication was not being used with this product. The product was not reprocessed or re-sterilized prior to use. There was patient involvement and delay in therapy but no adverse event. No one was harmed as a result of the reported event.